Event description:
At the 2 months postoperative checkup pt noted continued lateral joint line pain. During rearthroscopy three loose meniscus arrows were found and removed. The previously torn portion of the meniscus was found to be healed and stable. The pt had relief of pain and resumed full weightbearing without difficulty.